Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The e-100 was analyzed and reported failure could not be reproduced. This e-100 was installed onto the test system, and it worked fine with vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fired with yellow pedal/sync activations and cut/seal about 100 times. E-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the e-100 repeatedly faulted. The system was placed in a different room. The clinical sales representative (csr) stated that the customer told him that the e-100 kept faulting out. The csr did not have any additional information. The customer did not call the technical support when the issue was happening, so no troubleshooting was performed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: the procedure was completed robotically by moving the vessel sealer extend (vse) instrument cable to the bipolar port on the erbe.